Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima ii¿ IV catheter prn adapter leaked at the base of the catheter. Blood leaked onto the patient and the nurse and both were cleaned. No exposure of blood to mucous membrane, serious injury or medical intervention was reported.

Manufacturer narrative:
A device history review was conducted for lot number 6175430, our records show it was manufactured on july 15-16, 2018, and determined that this is the only instance of a defective catheter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample was provided by the customer for this complaint. Bd engineers noted that visual evaluation of the device was able to identify a v-shaped deformity of the catheter near the base of the cannula. Bd engineers determined this event to be caused by the raw material used in the catheter tubing. The supplier for this component was notified of the issue and conducted a comprehensive investigation into the cause. The findings of their study were unable to locate a specific root cause for this event; occurrences identified in the study were sporadic suggesting that this defect is inherent to fabrication of the materiel. To compensate, our supplier has increased the sampling rate for leakage testing during the fabrication process.

Event description:
It was reported that bd intima ii IV catheter prn adapter leaked at the base of the catheter. Blood leaked onto the patient and the nurse and both were cleaned. No exposure of blood to mucous membrane, serious injury or medical intervention was reported.